Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not want to calibrate. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer later called back and the rse provided the parts ID to the customer for a replacement touchscreen. The customer was unsuccessful with their repairs without the part and later sent the unit into a third-party repair to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The unit was later sent to bench repair where the reported issue was confirmed. Bench repair then replaced the touchscreen and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.